Manufacturer narrative:
All operating currents were within specification. No unexpected blank display, low battery or off no power alarms were noted. The pump passed the off no power, self test, unexpected restart, displacement, rewind, basic occlusion, and excessive no delivery alarm tests. Unable to prime the pump during the prime test due to a faulty force sensor resistor. Unable to complete functional testing due to the prime anomaly. The pump was received with intermittent button response during testing due to corroded keypad traces. The pump also had minor scratches on the lcd window, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of being hospitalized for high blood glucose of 490 mg/dl. Customer indicated that the keypad buttons are not responsive and get stuck. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.